Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a fusiform 65mm abdominal aortic aneurysm. It was reported that during the index procedure the patient¿s blood pressure fell and the physician noted that it was due to a possible anaphylactic shock during the procedure. At the end of the procedure and when the final angiography was carried out the patient unexpectedly had a drop in blood pressure. The physician waited to continue with the procedure until the patient¿s blood pressure stabilized. Then it was determined via angiography that a type IV endoleak was identified; however, the physician completed the procedure with no additional treatment. The physician attributed the event related to anesthesia management, not related to the relevant device, procedure or the contrast agent. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).